Event description:
Customer reported IV set was found leaking during an infusion of pitocin. A tear at an unspecified location was noted in the tubing. There was no pt harm. No further pt/event info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak due to a tear in the tubing was confirmed. During visual inspection, a tear was noted approximately 22 inches above the distal smartsite valve. Crush marks were noted on the vinyl tubing near the damaged area. The cause of the damage on the tubing could not be determined. The lot number was not identified, based on the smartsite laser number and tubing part number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.